Event description:
The device was applied during a biopsy. The instrument did not cut. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.